Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2025241. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: customer has been using bd safetyglide needles and is unable to administer vaccines to patients. The needle's lumen seems to be blocked because the plunger will not depress to evacuate the liquid from the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2024138. Medical device expiration date: 31-dec-2026. Device manufacture date: 24-jan-2022. Medical device lot #: 2025241. Medical device expiration date: 31-dec-2026. Device manufacture date: 25-jan-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: customer has been using bd safetyglide needles and is unable to administer vaccines to patients. The needle's lumen seems to be blocked because the plunger will not depress to evacuate the liquid from the syringe.